Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device exhibited high thresholds despite multiple deployments. The device was recaptured and it was noted on visual examination that clot was noted on electrode and tines. System flushed to remove clot and the device was re- deployed and poor sensing noted. The device was difficult to recapture, and was recaptured successfully, but patient deteriorated very quickly after this. Patient developed cardiac tamponade due to perforation. Pericardiocentesis performed to drain the effusion, cardiopulmonary resuscitation was performed. Patient was intubated on intensive care unit (ICU). Patient was stabilized. The leadless ipg system was attempted, not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6). D9: <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.